Event description:
A customer had a problem with a sharpe container. While exchanging the sharps container attached to bracket on medication cart, a nurse received a needle stick. The needle was protruding from the container which was cracked vertically from top to bottom of container. Nurse following hosp's policy for needle stick injury.